Event description:
It was reported that patient received inappropriate atp and high voltage therapy for an atrial arrhythmia. Device was reprogrammed and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.